Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. There was no medical intervention required by the patient. The device was returned to a third-party service center and found contamination during evaluation. And also foam particles found in the assembly. The device's downloaded event log was reviewed by the service center and found no error logged. The device passed all final test. The device has been scrapped.

Manufacturer narrative:
Device evaluated by third party service center.